Event description:
Healthcare professional reported right side "cysts" and "rupture on the right." The device has been explanted and replaced.

Manufacturer narrative:
Postal code: (B)(6). Phone number: (B)(6). Facility name: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.